Manufacturer narrative:
On 11/12/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device, it was noticed bubbles without compromised the shell integrity. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. It should be noted to handle the implants with care during medical procedures as excessive force during implantation or explantation might cause bubbles additionally it is possible that bubbles may form in the silicone gel as a result of the manufacturing, sterilizing or autoclaving process. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided capsular contracture, baker grade unknown, breast mass, and bubbles reported. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with a 350cc mentor memorygel breast implant and was presented with right-sided capsular contracture, baker grade unknown and breast mass. Initially only bubbles was reported. Breast mass most likely benign per physician, but given patient¿s history of idc, the patient wanted to biopsy. As a result, the device was explanted, and replaced with catalog number: 3503504bc; serial number: (B)(4) on (B)(6) 2019.